Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure with an xtw, all steps were followed per instructions for use (IFU). There were no issues during preparation. During gripper orientation in the left atrium, the line of one of the grippers could not be lowered. The device was removed and replaced. The mitral leak was significantly reduced with 2 implanted mitraclips. The mr was reduced to grade 1-2. There was a delay of 20 minutes, but this did not result in patient harm. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.